Event description:
Narrative: user facility reported during a diagnostic coronary angiography, air was injected into a pt's left coronary artery on the first angiographic run, the pt had a cardiac arrest and became unresponsive. The ECG showed st segment elevation and the pt's blood pressure fell to below 90 mmhg systolic. CPR, defibrillation, and medication were administered to the pt. After the event, the pt was reported to be awake and responsive upon transfer to the hosp. (B) (4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cms2000, was returned to acist on may 3, 2010, for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The disposable kits used during the event were discarded by the hosp; therefore, no analysis could be made of those items. The angiogram of the event was reviewed by a member of acist's medical advisory board. The angiogram shows cessation of blood flow in the mid left anterior descending (lad)coronary artery with a soft pulsating edge consistent with air injection. Prior to the injection, there is contrast hangup in the mid lad, suggesting that the air embolism occurred prior to the first injection, such as during a test injection. The cause is not definitely assignable. The most common cause of air injection on the first injection is incomplete aspiration of the catheter or purge of the high pressure tubing. There is no evidence of device malfunction based on the results of the injector testing. The source of air may have been an incomplete purge of air from the catheter or high-pressure tubing prior to the first injection; however, no definite conclusion can be made to the cause of the event. This report is closed.